Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: this report pertains to the first of five events that occurred during the same procedure. Refer to associated manufacturer report #s 3005099803-2008-01350, 3005099803-2008-01351, 3005099803-2008-01352, and 3005099803-2008-01353 for a description of the other events. It was reported to boston scientific corporation in 2008, that a resolution clip device was used during an unknown procedure in a male patient one day prior. Additional information, received five days later, revealed that not one, but five resolution clip devices had failed in a similar manner. According to the complainant, the clips would not release from the catheter. The physician completed the procedure with a sixth resolution clip device.